Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator alarmed due to an oxygen supply error. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported the ventilator alarms were high oxygen supply pressure and no oxygen available occurrences, and the unit continuously shows the oxygen supply pressure as 113 psi with the oxygen supply disconnected. The pse advised the customer to replace the data acquisition pcb board to address the reported problem. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.